Manufacturer narrative:
Device not yet recieved by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to loss of clinical benefit.

Manufacturer narrative:
This report filed march 3rd, 2015.